Event description:
It was reported that during an implant procedure, the septum of the header of a pacemaker (pm) was damaged led to fitting issue between the torque wrench in to torque the atrial lead. Additionally, the pm also had intermittent sensing. The physician elected to not used the pm and a new pm was implanted. The patient was stable throughout.

Manufacturer narrative:
The reported events of septum damage and sensing intermittently were not confirmed and reported event of unspecified fitting issue is confirmed. The device voltage was above eri level upon receipt. Final analysis revealed the atrial setscrew hex cavity was stripped, consistent with improper insertion of torque wrench. This stripping of hex cavity prevented full insertion of the torque driver and was the cause of the reported event. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Additionally, a DHR review was performed to ensure that each manufacturing and inspection operation was complied. No anomaly was noted; the device passed all tests.